Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a visual inspection of the pump revealed evidence of moisture/corrosion behind the display lens. During investigation, the pump powers on to a blank screen and constant vibration. During testing, a leak test was performed and confirmed a leak in the audio bolus button cover. Additional testing was not able to be performed due to the blank display issue. The pump was opened and evidence of moisture/corrosion was found in all areas inside the pump including the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.